Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he got some moisture into his insulin pump. Customer stated that he got the pump wet when he got into a lake with the pump on. Customer stated that he used to have fog/condensation under the screen, but now it looks like there no visible fluid in the pump. Customer stated that he was swimming in the lake for about 30 minutes before he noticed that he was wearing the pump. Customer stated that the pump start alarming low battery when he noticed that he was wearing it. Customer has had the pump stored without a battery and does not have a battery to pop into the pump to complete troubleshooting. Customer will call back to complete troubleshooting once he is home.